Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer was initially using non-tandem charging supplies, and technical support instructed customer to plug wall adapter into outlet known to work for at least 30 minutes. During follow-up, pump began charging successfully while customer continued using original charging supplies.